Event description:
Procedure type: hemicolectomy. According to the reporter: on (B)(6) 2013, a hemicolectomy was performed without complications. No reinforcement material was used. Postoperatively during the night there was anastomotic bleeding. The pt was brought back to the operating room for postoperative endoscopic hemostasis with monopolar cautery. There was an extension of the hospital stay. There was no unanticipated tissue damage or loss. There was no bleeding in excess of 500 ml.

Manufacturer narrative:
(B)(4).